Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the opcab procedure, the acrobat-I stabilizer was unable to lock into position on the ua-5001 blade. When attempting to tighten the stabilizer arm, the tightening knob continued to spin freely. Upon removing the stabilizer, it was discovered that a piece of plastic had detached. The plastic piece and stabilizer arm were removed, and a new stabilizer arm was opened and the procedure was completed. The piece was located outside the body, on top of draped towels along side the patient and chest and retractor blades, adjacent to the surgeon. The piece was removed by the surgeons hand, to the scrub techs hand and then onto the back table. No injury. No patient injury reported.

Manufacturer narrative:
(B)(4). Updated fields: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000513305 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.